Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 1 event was reported for this quarter. Product return status: 1 device was received for evaluation. Evaluation status: 1 event was not confirmed during testing; the device was found to be within specifications. Additional information: 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device was reportedly leaking. 1 event had patient involvement; no patient impact.